Manufacturer narrative:
The product was not returned for evaluation. Therefore, an investigation for cause was unable to be performed. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The reported complaint was not confirmed. No root cause was determined.

Event description:
The customer reported that a c2602 cusa excel 36khz straight handpiece passed the tip test, but displayed vibration alarm when used on (B)(6) 2019. A second handpiece was tried using the same console and tip but no alarm was observed. There was no known patient injury or consequence. Additional information received on 27mar2019 indicated that the product was in contact with the patient. The cusa handpiece was used during an unspecified surgery for approximately two (2) minutes. The surgeon stopped using the cusa, put it down and when she picked it up ready to use it, the cusa handpiece (hp) made no sound, did not vibrate and was not sucking. The staff took the tip off, replaced the tip back on and torqued the tip. Tip tested and still it would not work. The staff checked the entire handpiece and console set up and it did not help. The theatre equipment tech checked the system and upon doing so, the vibration alarm popped up. When the theatre equipment tech re-tested the hand piece, it tested at less than 10%. The handpiece was swapped for the new one, which worked perfectly. There was a six (6) minute surgery delay but no known impact to the patient.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint was verified as valid, the cause was identified as a faulty cable.